Event description:
Upon placement on tissue and firing of device, surgeon "locked out." Jaw mechanism of device could not be opened. It appeared the blades did not travel the complete distance of the device before it locked out. To complete the surgery without potential injury to the pt, the surgeon converted from a laparoscopic to open procedure.